Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) mixed up his humalog pen (brown pen) and the levemir pen (silver pen) [wrong drug administered] ([hypoglycaemia]) case description: study ID: diabetes injection assistance. Study description: the objective of the study is to enable patients who require initiation or intensification of injectable diabetes therapy to receive the proper training in a timely fashion via the provision of a diabetes educator. (B)(6). This serious solicited report from (B)(6) was reported by a consumer as "mixed up his humalog pen (brown pen) and the levemir pen (silver pen)" and "hypoglycemia" both beginning on an unknown date, and concerned a (B)(6) male patient who was treated with insulin detemir penfill (insulin detemir) (reported as levemir penfill) from (B)(6) 2014 and ongoing and novopen 4 (insulin delivery device) from (B)(6) 2014 and ongoing both due to type 2 diabetes mellitus. Non-novo nordisk suspect product includes humalog (insulin lispro) from unknown start date and ongoing due to type 2 diabetes mellitus. Medical history included type 2 diabetes mellitus (duration not reported), gastroesophageal reflux disease, cholesterol, therapy for stroke prevention and blood pressure. Concomitant medications include lipitor (atorvastatin calcium), metformin (metformin), hydrochlorothiazide (hydrochlorothiazide), omeprazole (omeprazole), asa (acetylsalicylic acid), enalapril (enalapril) and amlodipine (amlodipine). On (B)(6) 2014, the patient accidently mixed up humalog pen (brown pen) and levemir pen (silver pen) at 2 am in the morning. The patient took 68 u of bolus (rapid) insulin and realized it right away and took 5 glucose tablets. After 3 minutes, the patient tested his sugar and it was 17 mmol/l. The patient knew that the insulin would start acting soon and 15 minutes later patient again checked his sugar which came down to 13 mmol/l. The patient called the doctor and was advised to go to the hospital. Ambulance came and by the time patient got to hospital, blood sugar went down to 2 mmol/l and 2.2 mmol/l. The patient was treated with intravenous drip and by oral consumption of sugary foods. Within 4 hours, patient's blood sugar was normalized. Action taken to levemir penfill, humalog and novopen 4 was not reported. The outcome for the event "mixed up his humalog pen (brown pen) and the levemir pen (silver pen)" was assessed as recovered the same date. On (B)(6)2014, the outcome for the event "hypoglycemia" was reported as recovered. No further information available. Reporter's causality (levemir penfill) - mixed up his humalog pen (brown pen) and the levemir pen (silver pen): unknown hypoglycemia: unknown. Company's causality (levemir penfill) - mixed up his humalog pen (brown pen) and the levemir pen (silver pen): possible hypoglycemia: possible. Reporter's causality (novopen 4) - mixed up his humalog pen (brown pen) and the levemir pen (silver pen): unknown hypoglycemia: unknown. Company's causality (novopen 4) - mixed up his humalog pen (brown pen) and the levemir pen (silver pen): possible hypoglycemia: possible.